Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
On (B)(6) 2018, the customer was presenting with symptoms of hyperglycemia, such as sweating. He ate breakfast and performed a blood glucose testing on a contour next ez meter, which gave a result of 79 mg/dl. Twenty minutes later, he took a glucose tablet and was still feeling the symptoms of hyperglycemia. Throughout the day, he performed blood tests before lunch and before the supper and the reading of 79 mg/dl persisted. On (B)(6) 2018, he woke up and was going to perform his blood test but his meter was not turning on. He went to the doctor, because he was feeling symptoms of hyperglycemia. The doctor performed a blood test and the result was 289 mg/dl. The doctor gave him one unit of insulin that he usually takes, which is humalog and after a while he felt better and his blood glucose dropped to 129 mg/dl. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.